Event description:
It was reported that the connection part of the catheter was fractured. The target lesion was located in the right coronary artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that the connection part was fractured and damaged. The procedure was completed with another of the same device. No patient complications and the patient was stable post procedure.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). Device evaluated by MFR.: the device was returned for analysis. Inspection revealed that at 6cm from the collar, the shaft of the device was kinked. Microscopic inspection found blood in the shaft of the device. There was no further damage or irregularity to the device.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6).

Event description:
It was reported that the connection part of the catheter was fractured. The target lesion was located in the right coronary artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that the connection part was fractured and damaged. The procedure was completed with another of the same device. No patient complications and the patient was stable post procedure.